Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that there were concerns this right ventricular (rv) lead exhibited loss of capture (loc) and t-wave oversensing. Technical services (ts) reviewed the reports and stated that the questioned phenomenon presented during the daily threshold test. Ts stated that they believe they observed the initial pacing spike not capturing, however, the backup pacing captured. It was noted that it was difficult to determine if some of the premature ventricular contractions (pvcs) were t-waves or not. Ts suggested an in-clinic evaluation and reprogramming actions. The lead remains in use. No adverse patient effects were reported.